Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act button does not respond. Blood glucose value was 312 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and had intermittent button response on the act button due to corroded keypad traces noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.